Manufacturer narrative:
Siemens filed initial MDR 1219913-2025-00157 on 13-aug-2025. Siemens investigated a customer report of elevated (>99th percentile) atellica im high-sensitivity troponin I (tnih) lot 108 results on serum samples from a 40-year-old female patient. The patient persistently resulted elevated on atellica im tnih over several months, samples, and reagent lots. The results are inconsistent with the patient's clinical presentation and were expected to be low (<99th percentile). Reagent issues were ruled out based on review of quality control (qc) results, which showed recovery within acceptable ranges and no issues were reported with other patient samples. Siemens reviewed the list of medications taken by the patient; the medications are not expected to interfere in with the assay to cause an elevated result. Return of the patient sample for further investigation is not possible as samples are not available. Based on the available information, the cause of the discordant result cannot be confirmed, but it appears to be a patient specific issue. The customer is operational, and the reported issue is resolved by routine troubleshooting. In section h6 of this report, the investigation finding and conclusion codes were updated based on the investigation results.

Manufacturer narrative:
This incident occurred in the united states (us). The us customer obtained elevated (>99th percentile) atellica im high-sensitivity troponin I (tnih) lot 108 results on serum samples from a 40-year-old female patient who was serially tested. The results were reported to the physician and questioned. The results were considered discordant based on the patient clinical history and were expected to be low (<99th percentile). There are no allegations of patient or user intervention or adverse health consequences due to the event. The patient has undergone coronary angiography, cardiac MRI, genetic testing, and echocardiograms. One of the samples was tested for ckmb and was negative on an alternative platform. The assay's instructions for use (IFU) states the following, under interpretation of results: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.

Event description:
The customer obtained elevated (>99th percentile) atellica im high-sensitivity troponin I (tnih) lot: 108 results on serum samples from a 40-year-old female patient who was serially tested. The results were reported to the physician and questioned. The results were considered discordant based on the patient clinical history and were expected to be low (<99th percentile). There are no allegations of patient or user intervention or adverse health consequences due to the event.